Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the speaker was defective. It was unknown if the speaker was able to produce any sound. It was unknown if the device was in clinical use at the time the issue was discovered. No adverse event or patient harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: reporting address state: reporting institution phone #: (B)(6) reporter phone #:(B)(6).

Manufacturer narrative:
The device was repaired in-house by a philips authorized distributor (pad). The pad replaced the ms_x2 pca ECG-5ld/fast spo2/p&t ver2 board, rear housing assembly and main housing assembly. However, this was not related to the speaker issue reported. It was indicated that the issue was resolved without the need for a spare speaker assembly. No further information was available. Based on the information available and the testing conducted, the actual cause of the reported problem was unknown. The reported problem was not able to be confirmed. The device was operational after repairs were completed. No further information is available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Box c: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.